Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was explanted due to an infection. It was also reported that vegetation was found on the patient's right ventricular (rv) lead. The patient was treated with antibiotics and a replacement system was not implanted at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.